Event description:
A report was received that the patient was having difficulty charging after multiple MRI's following a non-device related stress heart attack. The physician has recommended an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Current company labeling warns against magnetic resonance imaging (MRI) (physician's implant manual 9055940-001).

Event description:
A report was received that the patient was having difficulty charging after multiple MRI's following a non-device related stress heart attack. The physician has recommended an ipg replacement.